Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 6cm balloon. There were no kinks or bends noted on the catheter. A longitudinal rupture was observed 0.7cm from the distal tip. The rupture measured 7.0cm in length. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire and it passed without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a longitudinal rupture on the barrel of the balloon. The investigation is inconclusive for inflation issues, as the balloon was unable to be functionally tested due to the balloon rupture. Per the reported event details, the vessel was calcified. It is possible that the calcified vessel contributed to the balloon rupture. However, the definitive root cause for the balloon rupture could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the rival pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that the pta balloon allegedly would not inflate after reaching the target lesion in the sfa. There was no reported retraction difficulty through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.